Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2014, the patient underwent a procedure to excise the excess skin. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.